Manufacturer narrative:
D1 brand name was updated and d4 were revised to remove leading 0s.

Event description:
The complainant reported that after arrival to the intensive care unit, the patient developed a hematoma at the left femoral artery impella insertion site. The interventional cardiologist tightened the pre-closed suture, which halted further expansion, and the advanced practice provider noted that the area remained soft and controlled. The patient received one unit of packed red blood cells. The impella device had been placed via the left femoral artery in an elderly male with advanced cardiogenic shock who had previously been supported with an intra-aortic balloon pump and medical therapy. The hematoma subsequently resolved with standard measures. Despite treatment, the patient did not recover, and the family elected to withdraw care.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.